Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pulseless electrical activity (pea) arrest and asystole while in the hospital. It was noted that the right ventricular (rv) lead was oversensing and triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained high rate episodes. A shock was delivered which was suspected to be inappropriate. The patient was resuscitated with medication and cardiopulmonary resuscitation. The lead remains in use. No further patient complications have been reported as a result of this event.